Event description:
During procedure, a fiber was guided to the prostate tissue, and the energy delivered was 520000j. Six day post procedure voiding trial was confirmed to be successful. The patient was discharged from the medical facility a day post successful voiding trial. It was reported that 47 days post the index procedure, routine urine test performed revealed white blood cells 1754ul, urine leucocyte esterase 3+, red blood cells 110ul, urine occult blood 3+, urine protein 2+, and bacteria 208ul. The patient was diagnosed with a urinary tract infection (uti). Per electronic data control (edc), the patient seek undisclosed medical attention. Existing hospital stay was not prolonged due to the patient uti symptom. The patient uti symptom was reported to be continuing. The investigator assessment of the patient uti symptom in relationship to the device and procedure was assessed as possibly related.

Manufacturer narrative:
Event description updated to reflect no hospitalization due to uti. A review of the device history record confirmed that the device met all material, assembly and performance specifications. The subject device is not available for analysis. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
During procedure, a fiber was guided to the prostate tissue, and the energy delivered was 520000j. Six day post procedure voiding trial was confirmed to be successful. The patient was discharged from the medical facility a day post successful voiding trial. It was reported that 47 days post the index procedure, routine urine test performed revealed white blood cells 1754ul, urine leucocyte esterase 3+, red blood cells 110ul, urine occult blood 3+, urine protein 2+, and bacteria 208ul. The patient was diagnosed with a urinary tract infection (uti). Per electronic data control (edc), the patient seek undisclosed medical attention. The patient was not hospitalized due to the uti thus not resulting in prolonged hospital stay. The patient was discharge 5 days post the index procedure. The patient has not been re-examined; therefore, the patient uti symptom was reported to be continuing. The investigator assessment of the patient uti symptom in relationship to the device and procedure was assessed as possibly related.

Manufacturer narrative:
Event description updated to reflect no hospitalization due to uti and uti resolution. Add patient history of elevated blood sugar and elevated urine glucose. A review of the device history record confirmed that the device met all material, assembly and performance specifications. The subject device is not available for analysis. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
During procedure, a fiber was guided to the prostate tissue, and the energy delivered was 520000j. Six day post procedure voiding trial was confirmed to be successful. The patient was discharged from the medical facility a day post successful voiding trial. It was reported that 47 days post the index procedure, routine urine test performed revealed white blood cells 1754ul, urine leucocyte esterase 3+, red blood cells 110ul, urine occult blood 3+, urine protein 2+, and bacteria 208ul. The patient was diagnosed with a urinary tract infection (uti). Per electronic data control (edc), the patient seek undisclosed medical attention. The patient was not hospitalized due to the uti thus not resulting in prolonged hospital stay. The patient was discharged 5 days post the index procedure. The uti was reported to have resolved 140 days without sequelae post onset symptoms. The investigator assessment of the patient uti symptom in relationship to the device and procedure was assessed as possibly related.